Event description:
Reporter states unit is compressing once with each ventilation ,and compressions are too slow.

Manufacturer narrative:
Collow up report will be submitted once evaluation has taken place.